Event description:
It was reported that oversensing was noted on the real time electrogram. The oversensing occurs when the patient is laying down. The device was reprogrammed but oversensing still occurred. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.